Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. It was reported that the customer's blood glucose level was 46 mg/dl. The customer treated blood glucose level by consuming food. During a follow up call on (B)(6) 2016, the customer stated blood glucose level was "fine". In addition, the customer was able to load a new cartridge successfully.